Event description:
Diagnostics were performed on the patient's device during a follow-up visit and returned results within the normal limits. The physician asked the patient's mother about the patient's increase in seizures that occurred after the previous clinic visit, and the patient's mother explained that the patient only experienced the one bout of 4 seizures. All of those seizures occurred in the same day, and the patient did not have any additional seizures between the two clinic visits. The mother stated that the patient was probably just tired, and that likely caused the seizures to occur. The patient's settings were increased. No additional relevant information has been provided to date.

Event description:
It was reported by the patient's mother that the patient had an appointment with the physician who made changes to the patient's vns therapy levels. Since the change in settings, the patient has experienced an increase in seizures.